Event description:
Additional information: the pump was explanted.

Event description:
It was reported that the pump had eroded through the patient's skin. They were starting a patient controlled analgesia (pca) pump and wanted to stop the intrathecal pump. The plan was to explant the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709 lot# j11042r19 implanted: (B)(6) 2002 explanted:unknown.